Event description:
It was reported that the bd safetyglide¿ needle was blocked while administering medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rpn has informed me that when she has used some of the needles she is not able to push the plunger to administer the medication/vaccine etc. It is like there is a blockage. She says she cannot even expel air from the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-dec-2022. H6: investigation summary: it was reported there was a blockage in the needles. To aid in the investigation, fifty samples in sealed packaging blisters were received for evaluation by our quality team a visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All fifty samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305916, lot number 2025237. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2025237 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while administering medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rpn has informed me that when she has used some of the needles she is not able to push the plunger to administer the medication/vaccine etc. It is like there is a blockage. She says she cannot even expel air from the syringe."